Manufacturer narrative:
Address : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit has an autofill failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The drive regulator calibration did not pass. The pressure and vacuum values were exceeded. The fse replaced the mufflers ((0103-00-0631), (0103-00-0499)). The fse tested the machine and found it to be working normally. The drive regulator calibration passed. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.